Manufacturer narrative:
The facility did not request service. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "probe would not aspirate" (aspiration issue); "hole in tubing" (hole in material). A facility reported the probe would not aspirate and a hole was noted in the tubing during a procedure. The probe was removed and inserted into a container of sterile water and determined it was sucking air. The probe was switched out and the case was completed. No pt impact was reported.